Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump could have gotten wet when he was cleaning up at work. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.